Event description:
A 3.5mm diameter x 24mm length ave gfx stent was inserted into the right coronary artery after unsuccessful attempts with two other MFR's stents. It was not possible to cross the target lesion due to calcification and severity of the stenosis. Therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system at the femoral sheath and remains within the pt's arterial vasculature. The physician followed the instructions for removal of an undeployed stent. Subsequently, the pt became unstable and went to coronary artery bypass surgery. There is no further info available from the user facility since the physician is "not concerned with the stent dislodgement".